Event description:
It was reported by repair work order that the scale was inaccurate due to cpu failure. No patient was affected an no adverse consequences or clinically relevant delay in treatment was reported.